Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Initial surgery on (B)(6) 2012 of tha. Dislocated twice since entering this year. On (B)(6) 2018, suddenly dislocated while standing in the kitchen. Visit to a nearby hospital and photographed CT, and damage was found in the implanted cup. However, when shot a CT again at a hospital there was no damage.